Event description:
It was reported that the ilet user deployed two infusion sets incorrectly during guided placement, including leaving the adhesive backing on one set and having the adhesive fold under itself on another, which prevented proper adhesion and connection. No reported symptoms or clinical effects. Outcomes included shipment of replacement supplies and user education provided. Investigation included troubleshooting with the user regarding correct infusion set deployment and connector attachment. Investigation of this case revealed user handling error related to infusion set application and connection, consistent with improper deployment of the infusion set and adhesive. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.